Event description:
Reportedly, while clipping the cystic artery and duct, the clip transected on the patient side in addition to clipping which resulted in bleeding and bile leakage, surgeon had to suction and irrigate and used another instrument. The surgeon felt the tissue was very gangrenous and not related to the device. The patient status was reported as okay. Procedure type: laparoscopic cholecystectomy.